Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure, deployment difficulty occurred. The target lesion was located in the left superficial femoral artery (sfa). During deployment, the innova stent "took about 15 clicks" for the distal portion of the stent to appose to the vessel wall. The stent became elongated and "worn off". The stent and delivery system were removed along with the sheath. No portion of the stent was left in the patient. The procedure was completed with a different device. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova stent delivery system (sds) with a terumo guide sheath, and a .014¿ guidewire. The sds was received in the lumen of a terumo guide sheath. The sheath was 70.5cm from the nose cone. The sheath was buckled and was scrapped on the distal end. The distal tip of the sheath was prolapsed. The proximal end of the guidewire was 126.5cm from the handle and 13.5 cm distal of the distal end of the guide sheath. The guidewire was separated 66.5 cm from the distal tip. The handle, shaft, and stent were microscopically examined. There were several buckled locations throughout the delivery system. There was blood on the returned devices. The handle was completely opened during analysis and it was noted that the inner shaft was buckled up. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure, deployment difficulty occurred. The target lesion was located in the left superficial femoral artery (sfa). During deployment, the innova stent "took about 15 clicks" for the distal portion of the stent to appose to the vessel wall. The stent became elongated and "worn off". The stent and delivery system were removed along with the sheath. No portion of the stent was left in the patient. The procedure was completed with a different device. No patient complications were reported and the patient status is fine.